Event description:
Provider states the pad caved in on a child's headrest on their powered wheelchair.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.